Event description:
It was reported that the coil could not be detached and was removed from the patient. While placing it into a bag, the coil detached. No patient injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.